Event description:
Information was received that during use of this smiths medical cadd administration sets, tubing leaked was noted. It was reported that the sets tubing leaked chemotherapy drugs between the connection of the cadd tubing and the female equashield luer lock. No reported adverse effects.